Manufacturer narrative:
(B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator was inoperable. There was no patient or user harm reported. The event date was not specified, estimate used.